Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed replace battery now alarm without prior low battery alarm. The customer's blood glucose level was unknown at the time of the incident. There was second occurrence of replace battery now alarm without a low battery warning the customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is not expected to be returned for analysis.

Manufacturer narrative:
Device passed displacement, and active current measurement tests; it failed sleep current measurement test. No unexpected ¿low battery¿, ¿replace battery now¿, "power loss" errors, were noted during testing. Per visual inspection, did not see any signs of moisture damage on any of the boards. After taking the boards out and inserting them into another case. The sleep current measurement dropped from 54 to 33 ma. After replacing electrical board with a similar board, the measurement remained the same. The high sleep current seems to be isolated to both the battery board inside the case and electrical board.